Event description:
Reported false positive flu b result for 1 asymptomatic staff member (off-label use) testing themselves for competency testing purposes. No confirmatory testing had been completed. Approximately 7 additional events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.